Manufacturer narrative:
Per regulation (B)(6) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Telephone number: (B)(6). Device evaluation: during a service to check this system following the reported issue, the field service engineer (fse) could not find any issues with the system. The optics were cleaned and an alignment check and calibrations performed. The system was checked and is working within johnson & johnson surgical vision (jjsv) specifications. Manufacturing record evaluation: a review of the records related to the device was performed. The system and its components met all specifications prior to being released. As a result of the investigation there is no indication of a product quality deficiency. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Additionally, the probability of harm and severity as documented in this complaint are within defined ranges of the risk management file. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) 2022, the lens was implanted, but a rupture of the anterior capsule at the 10 hours' axis occurred. The anterior chamber broke on the 10 hours' axis because of a bridge and thread loose in the capsulorhexis performed with the catalys. Apart from performing the surgery with great care to not break the lens capsule, an additional incision was required in order to be able to work bimanually and one suture was done. The surgeon was able to successfully finish the surgery. No other interventions were reported and no additional information provided. The patient is well, no further problems.